Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. The investigation revealed that the device is not functional anymore due to application of axial stress on the back of the handle using most probably a hammer. This led to the dislocated sleeve and also the stuck spheres inside the coupling. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The attachment of the shaft is not working properly. Hardly moves. The screwdriver shaft has too much clearance vs the handle. There was a delay of 1 min. They tried it several times to solve the problem.

Event description:
The attachment of the shaft is not working properly. Hardly moves. The screwdriver shaft has too much clearance vs the handle. There was a delay of 1 min. They tried it several times to solve the problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.